Manufacturer narrative:
(B)(4): eval results: (limited info available). (Device used in the leg). (Device not indicated for use in leg). Conclusion results: no conclusion can be drawn (limited info available). Eval summary: the procedural guide wire was loaded in the device. The inner shaft was bunched underneath the luer and distally along the shaft. The balloon material had detached. The transition shaft bond was necked and bunched. There was a radial tear on the balloon distal to the proximal balloon bond.

Event description:
A sprinter legend over the wire (otw) balloon dilatation catheter was being used for treatment of a lesion in the leg. The balloon ruptured, unravelled and separated from the shaft. The physician was able to retrieve the pieces of the balloon by deploying a basket retrieval system. There was no pt injury and no add'l clinical sequelae were reported.